Manufacturer narrative:
One device was received for evaluation. Visual inspection found a missing battery door, missing all pogo insulators, contaminated chassis gaskets, and a torn/bubbled dso seal. Multiple 'cassette not attached' alarms found in the event history log. Functional testing was unable to duplicate the reported problem; however, the issue was verified in the ehl. It was determined that the fluid ingression to the dso sensor was the root cause. The dso sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited a "cartridge not connected correctly" error message. The product fault occurred during pre-test, there was no patient involvement.